Event description:
An infusion pump with depleted batteries. Information was not provided regarding whether or not the failure occurred during an infusion. There have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.